Manufacturer narrative:
Findings: no unexpected failed battery test alarms or weak battery alerts noted during testing. Passed displacement test and off no power test. The operating currents were in spec. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.(B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed weak battery and failed battery even after replacing the batteries with new ones. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.